Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the patient went into ventricular fibrillation. External defibrillation was used to rescue the patient. The procedure was cancelled and the lead was removed. The patient was stable after the procedure.